Manufacturer narrative:
This document is associated with medwatch report (mw) #(B)(4). The product was not returned. A review of the device history record was conducted. The lot met our final acceptance criteria. Seven attempts have been made to obtain a copy of mw #(B)(4). Calls were made to the offices listed below, but we have received no response to our request. On 3/17 medwatch office; 3/18 medwatch office; 3/21 medwatch office; foi office; FDA - center for devices and radiological health; 3/22 FDA - center for devices and radiological health; FDA office - (B)(4). We will follow up with the local FDA office on 03/28/2011.

Event description:
User facility reports that during a complex retinal surgery, the surgeon used a 23 gauge straight probe from iridex. After only 60 spots out of 2373 total, the probe "was not working" and a new probe was obtained. With the new probe, the tissue effect was adequate at the same laser settings (300mw), so it was not an issue with the laser itself. The probe was returned to user facility materials management to return to the MFR.